Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit failed to beep during self-test due to broken transducer black wire interface board. Corroded motor home switch noted during visual inspection. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had audio beep anomaly. The customer states the pump was not beeping when it was supposed to be. The customer's blood glucose level was 103mg/dl. Troubleshoot was conducted and the device did not beep. The customer was advised the pump would be replaced and returned for analysis.